Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. Device evaluation: visual analysis of the returned device identified flat creases, black particles material was found on the shell, deformation and white particles calcification -like in device outer surface. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.